Manufacturer narrative:
This report is made based on the results of evaluation completed on 10/17/2011. The ok button symbol was observed to be worn. During testing, the ok button was found to be intermittently responding to button presses. The keypad was removed and contamination was found under the button contacts.

Event description:
The pump was returned for worn keypad lettering. During investigation, the ok button was found to be intermittently responding to button presses; the keypad was removed and contamination was found under the button contacts. This report is made based on the results of evaluation.